Event description:
Information received by medtronic indicated that the insulin pump battery was not lasting too long as expected. Customer stated that insulin pump was broken and battery side was cracked. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On 03/14/2022 the customer alleged charge/battery lasts less than expected and cosmetic damage (cracked battery compartment). The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, broken battery tube threads, and cracked case on display window corner identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on 03/11/2022 at 09:32:16, insert battery alarm on 03/11/2022 at 09:31:51, 09:32:17, on 03/12/2022 at 13:49:14, on 03/14/2022 at 05:40:02, 14:54:09, 14:55:33, 23:21:36. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test nor insert battery alarms during testing. In summary, pump passed required testing. Customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and broken battery tube threads was noted. Customer alleged for charge/battery lasts less than expected was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.